Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. The monitor was returned and evaluated at the distributor. The monitor was intermittently powering on and displaying a service code 107 (multiple abnormal shutdowns) and service code 203 (pulse test fault). The cause for the failure was isolated to corrosion inside of the monitor, causing a short of the pld processor. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable malfunction was discovered. A patient's monitor was not powering on properly.